Event description:
It was reported that the wire broke off in implant with a cinchlock ss anchor. The wire was removed from the patient.

Manufacturer narrative:
The device was thrown away after surgery; therefore, it was not returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: wire broke off. Probable root cause: application - user unfamiliarity with device. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the wire broke off in implant with a cinchlock ss anchor. The wire was removed from the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.